Event description:
It was reported that the patient experienced pain and discomfort after implantation of a hip-tep. Regarding the cup and apex hole eliminator, the patient was given unsuitable parts (thread diameter too large), jamming, etc. The patient has had pain in this leg for almost six years, on the side of the hip, even when turning at night, there's no visible loosening. The patient's walking distance has also shortened.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Product description:-apex hole elim positive stop product code:-124603000. Lot no:-d19073274. Quantity manufactured: (B)(4) pcs. Date of manufacture: 02-aug-2019. Any anomalies or deviations identified in DHR: no non-conformances were identified. Expiry date: 31-jul-2029. IFU reference: IFU-090200701. A manufacturing record evaluation was performed for the finished device lot number d19073274, and no non-conformances / manufacturing irregularities were identified. After searching "d19073274" in etq, no record is displayed. After searching "apex" in etq and all results have been reviewed, no case even similar to the issue described in this complaint is identified. After searching "d19073274" in sap by (B)(4), no internal lock record is displayed. Hereby drawing a conclusion that no non-conformances were identified for this batch of products. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : product description:-apex hole elim positive stop. Product code:-124603000. Lot no:-d19073274. Quantity manufactured: (B)(4) pcs. Date of manufacture: 02-aug-2019. Any anomalies or deviations identified in DHR: no non-conformances were identified. Expiry date: 31-jul-2029. IFU reference: IFU-090200701. A manufacturing record evaluation was performed for the finished device lot number d19073274, and no non-conformances / manufacturing irregularities were identified. After searching "d19073274" in etq, no record is displayed. After searching "apex" in etq and all results have been reviewed, no case even similar to the issue described in this complaint is identified. After searching "d19073274" in sap by (B)(4), no internal lock record is displayed. Hereby drawing a conclusion that no non-conformances were identified for this batch of products. Device history review : a manufacturing record evaluation was performed for the finished device [lot/serial/batch] number, and no non-conformances / manufacturing irregularities were identified.